Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported device being damaged by another device appears to be a result of user technique and resulting in the slda; therefore, the reported slda appears to be a result of procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other clip delivery system is filed under a separate medwatch report number.

Event description:
This is filed to report that after the clip (60916u144) was deployed, there was interaction with the second delivery system which caused the first clip to detach from one leaflet. The second clip was used to stabilize the first clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip (60916u144) was deployed lateral to a2/p2 without issue, reducing the mr to 1-2. It was noted that there was a small amount of space between the first clip and the lateral commissure. The second clip delivery system (cds 60930u109) was advanced to the mitral valve. While positioning the clip, the cds nudged the first clip. The first clip was still stable and grasping was performed with the second cds. During grasping, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr returned to 4+. The second clip was deployed for stabilization of the slda clip. An attempt was made to remove the gripper line, but resistance was felt. The other end was pulled, and again met resistance when retracted, and the clip was seen moving toward the tip of the cds. The cds was removed. The gripper line could be seen outside the sgc, so one end was pulled, but met resistance. The sgc was removed, but the gripper line could not be removed; therefore, the gripper line was cut and 2/3 of the line was left in the anatomy. The patient was confirmed to be stable post procedure, and no further treatment has been planned. No additional information was provided.